Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is an estimation.

Event description:
It was reported that x-rays confirmed that the patient's s1 lead had migrated. As a result, surgical intervention was taken where the lead was pulled and then re-inserted when the new lead was not able to be used. Surgical intervention resolved the issue.